Event description:
It was reported that the ventilator shut down, reset (started back operating) 2 times with an audible/visual alarm while connected to a patient. The patient was placed on a backup ventilator. No patient harm reported.

Manufacturer narrative:
Na